Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing confirmed the insulation intergrity and electrical continuity of the lead.

Event description:
Boston scientific received information that this lead was an attempted implanted due to undersensing, high thresholds and pacing impedance measurements less than 200 ohms. The observations were confirmed under fluoroscopy and testing with the pacing system analyzer (psa) during initial positioning and multiple re-positionings. The device was not yet opened nor implanted. No adverse patient effects were reported.